Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. The following information was requested, but unavailable: what was the name of the procedure? What was the procedure date? What was the size of the needle used? Where was the needle grasped prior to the needle breakage (i.e. Swage, middle or tip)? Did the needle fall into the patient? If yes, were x-rays taken to locate the needle piece(s)? Was the needle piece retrieved during the same procedure? Does a piece of the needle remain in the patients tissue? If yes, what tissue structure is it located? Are any plans in place to remove the needle piece in future? What measures were taken to retrieve the broken piece? If retained, what is the surgeon's opinion of consequences to the patient? Was there any additional tissue damage as a result of searching for the needle piece? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). A manufacturing record evaluation was performed for the finished device lot number qmmjhm / mcp4394h40, and no non-conformances related to the reported complaint condition were identified. Trade name - irgacare¿, active ingredient(s) triclosan, dosage form suture/solid/parenteral, strength = 2360 g/m.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in 2021 and suture was used. The needle on the suture broke. There were no adverse patient consequences reported. No further information is available.